Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose levels, including a hyperglycemic episode with sensor and fingerstick readings in the mid-300s for approximately one and a half hours, and a separate hypoglycemic episode to 50 attributed to meal announcement for a granola bar that resulted in excess insulin; the agent advised a full supply change and suggested ketone checking and following the healthcare provider plan. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with oral carbohydrates during the low and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with contributing factors including supply age and an insulin dosing mismatch for carbohydrate intake during the low. It was concluded, based on previously established findings for similar reports, that the cause was unclear.